Event description:
It was reported that the battery was completely depleted and the patient went to the hospital because he was not feeling well. The device could not be interrogated. At the last interrogation in (B)(6) 2009, the longevity was estimated at two years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.